Manufacturer narrative:
No unexpected no delivery or no reservoir alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled test reservoir, several boluses were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 414 mg/dl. The customer treated with manual injections. The customer stated that his pump is not delivering insulin. The customer was assisted with performing 5.0 unit fixed prime and insulin did not exit. The customer stated that insulin exited with manual prime. The product was returned for analysis.